Event description:
The customer reported that both of the monitors were not working. This issue would prevent the live image from being viewed, thereby making the system unstable. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available.